Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation of the returned device was conducted and the returned system performed as intended and exhibited no functionality issues during the testing process. The complaint was not verified nor could a root cause could not be determined with confidence as the returned device and its concomitant accessories functioned as intended. Factors which can lead to non-functionality of the plasma includes: a loose wand or foot control assembly connection, insufficient saline to the electrodes, or electrode wear of the used wand. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Event description:
It was reported that the plasma portion would not work in the middle of a case. The procedure was successfully completed with a competitive device, however, the incident resulted in a 30 minute surgical delay. No patient injury or other complications were reported.